Event description:
The customer observed a non-reproducible lower than expected vitros tropi es result from a non-vitros biorad quality control fluid when using a vitros eciq immunodiagnostic system. Br qc tropi es result <0.012 ng/ml vs expected 0.095 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No vitros tropi es patient samples were tested during the timeframe of the event. However, the investigation cannot conclude that patient sample results would not or could not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros tropi es result was obtained from a non-vitros biorad quality control fluid when using a vitros eciq immunodiagnostic system. The investigation was unable to determine a definitive assignable cause of the event; however, the possibility that an unexpected reagent or analyzer performance or inappropriate pre-analytical sample processing had contributed to the result could not be ruled out.